Event description:
The customer reported seeing all red in the channel during a therapeutic plasma exchange, but could not determine why. A 'rbcs detected in plasma line' alarmed and the customer disabled the detector. The customer stated that the albumin for the procedure had been diluted from 25% to 5% with sterile water. The procedure was immediately aborted without rinseback and the physician notified. A chem panel was drawn and pain medication was given to the pt. The pt condition had returned to his baseline prior to the procedure. The customer is not alleging a deficiency with either the optia or the disposable. The disposable is not being returned as the customer did not feel it was necessary in this situation. This report is being filed due to the potential for injury from hemolysis.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.